Manufacturer narrative:
The diagnostics evaluation found the pm was not overdue, and the unit was not misused. Additional problems were found. The response time and calibration failed. The unit was serviced, and the oxygen sensor was replaced. A device history record review was requested from the manufacturer, and a response was not received. The service history was reviewed. (B)(4). Per the instructions for use, the user is advised that higher insufflation pressures (>15mm hg) of carbon dioxide insufflation can increase the risk of hypercarbia, subcutaneous emphysema, pneumomediastinum, pneumothorax, pneumoscrotum and urinary retention. Failure to properly follow the instructions for use can lead to serious surgical consequences. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Additional FDA product code: gcj. (B)(4). Manufaucture narrative: the reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the as-ifs2 was being used during a laparscopic hysterectomy on (B)(6) 2021 when it was reported "the anesthetist detects the appearance of subcutaneous during a laparscopy". Further assessment questions were sent to the user facility; however, they declined to answer anything further. Follow up with the marketing manager found that the distributor has reported that this incident was cause by user error and the conmed device has not malfunctioned. The facility is scheduled for retraining of the new personnel. This report is being raised on the basis of injury due to report of subcutaneous emphysema.